Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ICU front label printer did not print; labels advanced manually, the machine was on and not paused. A technical support specialist found the label printer stuck in the queue, cleared all print queues, performed a test print which worked, rebooted the station, and confirmed the medication application was running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an ICU front label printer was failed to print. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.